Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: implant date - approximately three years ago device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet UK to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. Manufacture date - unknown.

Event description:
It was reported that the patient underwent a left total knee arthroplasty approximately three years ago. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain and discomfort. During the procedure, it was noted that the tibial tray was partially cemented. All components were removed and replaced.